Event description:
The following description of the event was documents by a carefusion tech support specialist in response to a phone conversation with a user facility rep (s). "This happened on a pt clinician noticed the baby was desating when vent was checked the setting was 100% but the monitored value was 21% and no audible alarm was present. Clinician was at bedside when it happened, they switched out the ventilator and the sats were good. No harm to the pt. There was a nitric machine being used along with the vent and this equipment alarmed immediately as it gets it's o2 from the ventilator."

Manufacturer narrative:
Carefusion sent an email to the user facility seeking add'l info concerning the pt, concomitant medical products and the repair of the device. As of (B)(4) 2014, there has been no response from the user facility. The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation (s) with a user facility rep. (B)(4). The following info concerning the eval of the device by the user facility is a summary of the info provided by the user facility biomed rep to a carefusion tech support specialist. The user facility biomed rep evaluated the device for several days and was not able to duplicate their reported event. Since the user facility was not able to duplicate the reported event, as a precaution, carefusion tech support advised the biomed to replace the gas deliver engine.